Manufacturer narrative:
Aware date was selected as date of event since the reported information does not indicate publish date.

Event description:
It was reported to boston scientific via an article titled "outcomes of transurethral water vapor therapy (rezum) compared to transurethral resection of prostate (turp) in patients with obstructive uropathy or refractory urinary retention" that a retrospective cohort study conducted in the new territories west cluster evaluated the safety and efficacy of rezum versus turp in patients with acute urinary retention associated with obstructive uropathy or refractory urinary retention, including patients with prostate sizes between 30-80 cc. A total of 100 patients with a mean age of 76 years were analyzed, with 75 patients undergoing rezum and 25 undergoing turp. In the rezum group, the mean prostate size was 59.94 ml, 71 patients achieved successful trial without catheter (twoc) by three months post-operation, 8 patients developed complications including urinary tract infection, hematuria, epididymo-orchitis, and scrotal abscess, 7 patients experienced recurrent urinary retention, and 14 patients required re-treatment due to recurrent retention or persistent lower urinary tract symptoms (luts). Overall, the study concluded that rezum is an effective treatment option with similar catheter-free and complication rates compared to turp in this patient population.